Event description:
The reporter stated the technician could not read the power on the sticker of an aa4204vl silicone single piece lens box. The reporter stated the label was not clear. The lens was not used but it was unknown if the lens box was opened. Another same model lens was implanted.

Manufacturer narrative:
Other (diopter power on lens box sticker could not be read), unlabeled. Evaluation results - (other): a lens work order was performed and no similar complaints were found within the work order.